Event description:
It was reported that the pt had a pump implant with an "excellent therapeutic response" initially. A few weeks later, the pt started to experience increased spasticity, lethargy, depression and menstrual cycle changes. The pt felt a "buzzing sensation" in her feet. She had complained of random radicular pain that caused the pt to have electrical sensations. She described the sensations as a "zap" down her right leg which often resulted in falls and balance issues. The pt's dosage was increased by 10-20% with minimal improvement noted. Labs and wbc's were all normal. The pt underwent a catheter study with "nothing abnormal noted". The hcp consulted, suggested that a catheter malfunction may have occurred resulting in an underdose. Add'l troubleshooting was being done. The pt had a catheter revision in 2009. The catheter was kinked and the anchor was dislodged. The medication being delivered via the device system was baclofen.